Event description:
It was reported that the customer's insulin pump was broken for three weeks and that the insulin pump was not delivering insulin. The customer stated that the insulin pump would deliver insulin for 24 hours and then alarm no delivery. The customer's blood glucose was 366 mg/dl. The customer received a battery out limit alarm as well after a battery change. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Explained that this was normal insulin pump behavior. Advised to monitor the insulin pump. The customer was unable to troubleshoot for the no delivery alarm due to the issue being a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.